Manufacturer narrative:
Device code (B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the pending motor stall recovered. The procedure was successfully completed with the backup pump. Pump interrogation logs were not provided.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a pending alarm at implant. There was no indication of patient interaction. The issue occurred with a new pump pre-operatively. The motor stall was seen upon interrogation (inside the packaging). The pump was not implanted. Another backup pump was used for implant. The issue was considered resolved. There were no known environmental/external/patient factors that may have led or contributed to the issue. The pump would be returned. No further actions were needed. No complications were reported/anticipated.

Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.